Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt, as well as damage in the epoxy header region. All of these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires at the epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.